Event description:
After 5 successful years with allergan's lapband, over the past year I noticed increased vomiting and had to have my band adjusted several times and with eventual emptying of the band and subsequent extraction on (B)(6) 2015. It was noted at the time of surgery that the band itself was encapsulated in scar tissue (making the band tighter on its own) and I had adhesions to other organs. At the time of implant, I was told that the lapband was indeed a permanent device with no reason to remove. I see now that the FDA has changed its recommendation to be a long-term and not permanent device. I am seeking damage to cover doctor and surgery costs and loss of quality of life.